Event description:
Customer reported the system displayed a communication error. No pt injury.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane, gib board, and restrapped the input transformer. System operates as intended.